Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 08945, 0001825034 - 2017 - 08946, 0001825034 - 2017 - 08947, 0001825034 - 2017 - 08948. Concomitant: femoral head,unknown part/lot; acetabular liner, unknown part/lot; femoral stem,unknown part/lot; acetabular cup, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that a patient has been indicated for a left hip revision procedure due to unknown reasons; however, no revision has been reported to date. Attempts have been made and additional information on the event is unavailable at this time.

Manufacturer narrative:
(B)(4). Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.